Manufacturer narrative:
The pt has not experienced any post-operative complications to date and the thoracic curve seems to be improving.

Event description:
During procedure when the surgeon tried to pull the instrument off, the outside shaft didn't move at all. The doctor had to cut off the edge of the instrument to remove it. The surgery was delayed for approximately 40 minutes and the patient required a blood transfusion.